Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a low out-of-range shock impedance measurement of 6 ohms. All other measurements were stable in the 60 ohms range which is within the normal limits. The patient started a new job recently which involves working around arc welding machines and x-ray machines. Thus the out-of-range measurement may have been due to electromagnetic interference (emi); however, this was not confirmed. All other device and lead measurements were good. Isometrics and serial impedance testing was done. These tests were unable to reproduce the out-of-range measurement, and there was no noise noted on the electrogram (egm). This product remains in service. No adverse patient effects were reported.